Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. The pump was explanted on an unknown date and discarded. The patient had an open incision to the catheter entry site in the back and this resulted in the pump and catheter being removed. The patient was now hospitalized with bacterial meningitis. It was unknown what environmental/external/patient factors may have led or contributed to the issue and what diagnostics/troubleshooting was performed. The issue was not resolved at the time of this report and the patient¿s status was ¿alive-with injury¿. Additional information was received from the hcp indicated the patient started experiencing the bacterial meningitis on (B)(6) 2016 and the pump and catheter were removed on (B)(6) 2016. Symptoms included a severe headache and diagnostics performed included a spinal cell count and cerebrospinal fluid (csf) total protein. The cause of the meningitis was (B)(6) and the patient had a blood patch then the wound opened up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.